Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the ar-13995n, scorpion needle tip measuring approximately 2mm broke- off during rotator cuff surgery. Visual inspection to locate the tip and area irrigated with saline in an attempt to wash it out both without success. Image intensifier then used which confirmed presence of needle tip in situ. Arthroscopy revealed needle tip to be in inferior recess. During attempted removal, the needle tip escaped through soft tissue capsule into anterior musculature (confirmed with image intensifier). Needle tip now not accessible arthroscopically. Decision made not to perform open exploration as metal tip unlikely to cause harm and due to soft tissue swelling identification would have been almost impossible. 20mg clexane prescribed and given later that day due to the additional one-and-a-half hours operating time.